Event description:
As reported, post implant of a composix e/x mesh the patient experienced a hernia recurrence and underwent explant. During this procedure dense adhesions were noted on the anti-adhesion side of the mesh. It was also reported that the mesh layers were separated and filled with fluid.

Manufacturer narrative:
Based on the information provided, not conclusion can be made. Three images were provided. The time in vivo is unknown, the images show the device as explanted. At this time, the implant shows physical deformation and tissue attachment. The allegation that pp and eptfe are separated is not able to be confirmed. The images do not allow for any conclusions to be made as the cause of the patient¿s post-op complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Hernia recurrence and adhesions are known inherent risks of hernia repair surgery and are listed in the adverse reactions section of the instructions-for-use, supplied with the device as possible complications. Note, the date of event (B)(6) 2023 is provided as an estimate based on an awareness date. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.